Manufacturer narrative:
Title: multi-institutional analysis of outcomes for thermosphere microwave ablation treatment of colorectal liver metastases: the smac study source: european radiology, https://doi.org/10.1007/s00330-021-08497-2, received: 31 may 2021 / revised: 29 october 2021 / accepted: 17 november 2021 © the author(s) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2015 to 2019 analyzed the safety and effectiveness of thermosphere microwave ablation (t-mwa) of colorectal liver metastases (clm) utilizing the 2450-mhz/100-w microwave emprint ablation system with thermosphere technology. 132 patients underwent 150 ablation procedures targeting 213 clm lesions which were treated with the device. Reported complications included one hematoma requiring antibiotics and three cases of pleural effusion requiring drain placements.